Manufacturer narrative:
The customer reported to philips a probe not articulating properly. The record notes there was no injury associated with this event.

Event description:
The customer reported that probe s8-3t had articulation defect while. In clinical use.

Manufacturer narrative:
Originally an investigation was opened for s/n (B)(4) for an articulation issue. This was the incorrect serial number and failure code. The serial number was updated to the correct serial number (B)(4) for image failure, after the probe had been evaluated in (B)(4) supply chain. The (B)(4) probe was returned to the (B)(4) supply chain, for evaluation on 1/27/2016. The record notes there was no injury associated with this event. Findings from the vendor were as follows: vendor evaluation confirmed philips findings, the connector was lifted. Also the gastroscope shaft has scratches between 40 and 60 cm. Image test, failed (no image).

Event description:
The customer reported that probe s8-3t had image defect while. In clinical use. The (B)(4) probe was returned to the factory in (B)(4) for evaluation on this is a corrected serial number.